Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and the atrial lead exhibited loss of capture and decreased sensing. Imaging revealed that the atrial lead had dislodged. Both leads were explanted and replaced. Patient condition was stable.